Event description:
A patient was drawn at a different location and multiple tubes were collected. Some of the samples collected were sent to customer's lab. One of the samples was sent in warm water (body temp) and the other was sent normally. The customer ran psa test on both samples, instead of running the test only on the sample without special handling requirements. The sample in warm water (body temp) was to be used for cryoglobulin analysis. The sample from warm water read 0.76 ng/ml and the other sample read 9.33 ng/ml. Samples were run and were stored refrigerated since. Physician questioned the results and wanted samples repeated and they were rerun 3 days later and both samples came out at < 1 ng/ml. Customer also ran a patient that was tested in between the 2 samples and it gave a value of 4.97 ng/ml. Initial value on this patient was approximately 0.88 ng/ml. Customer then repeated all other samples that were run and they agreed. Results were reported. There was no death or serious injury reported with this event.